Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "door broken" was confirmed. Service determined, by visual inspection, that the door was damaged. The device was returned unrepaired.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.